Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a problem which started on (B)(6) 2018. If the patient increased the settings on group c they could only feel stimulation at a certain point and couldn't walk. The patient tried using stimulation at a lower level on group c but they couldn't feel it- they could only feel it once stimulation reached 4.8. If the patient increased the settings past 4.8 they couldn't walk because the stimulation was too much. The patient started noticing the problem today when they started getting cramps in their legs. The patient was advised to switch to group a or b and follow up with their healthcare provider. They noted that the change in symptoms was a sudden change. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the stimulation output issue was that group c lower part of the numbers are not stimulation any more. Patient said they said to use another group for the stimulation and talkto the health care professional (hcp). But the hcp does not know about the control. Patient said it still does not work. Patient thought rep would fix their problem. No further patient symptoms or complications were reported in this event.